Event description:
During preventative maintenance of the device, the user reported that the pump cover on one of the two hinge pins was broken. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.